Event description:
A literature article reported a pt experienced a retinal redetachment during a retinal procedure. Additional info has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info become available. (B)(4).